Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ER after receiving hv therapy. Upon interrogation there was a single episode of vf. The patient began to exhibit diaphragmatic stimulation after the shock. Loss of capture was observed real-time, and no sensing was observed. A chest x-ray showed the rv lead had migrated and the coil in the svc and the svc coil near the can. There was a small piece of metal where the lead had been implanted. The lead was successfully repositioned without incident. There were no patient complications during the surgery.